Event description:
It was reported that the right venricular (rv) lead's outer insulation fractured. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing kinked/buckled, the outer tubing overlay cosmetic environmental stress cracking, the outer insulation was torn, the outer insulation had a cosmetic depression, the helix was distorted/bent and there was blood in/on the helix mechanism.